Event description:
It was reported to philips that the device's wired footswitch was unable to trigger exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and reconnected the footswitch connector. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed successfully. The philips remote service engineer (rse) analysed the system remotely and confirmed that the wired footswitch can't be used for exposure. Upon troubleshooting, rse found that the connector of the foot switch not connected properly on d sub connector. To resolve the issue, rse reconnected d sub¿connector foot switch to table of ad7nt and restarted the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.